Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H6 clinical code: appropriate term / code not available (e2402) is used to capture unspecified musculoskeletal problem (e1635).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported that the patient disassociated the hinge insert. Hinge post jumped out of the tray. Hinge pin was found to not be locked in its normal position sitting proud of locking mechanism by 2-3mm as exposure was made for revision. Surgeon noted it was not sitting in its correct location. They attempted to implant a new hinge insert and the locking pin did not stay engaged. Opened a new hinge pin, it did not stay locked (pushed right out). Opened a new femur and that hinge pin locking mechanism was found to work correctly. A surgical delay of 15 minutes was noted. Doi: (B)(6) 2021, dor: (B)(6) 2021 , right knee.